Event description:
Customer's spouse called in to report that customer passed away. It was also reported that customer was using pump at time of death and that customer had drowned after driving their car into a lake following a doctor's appointment.